Event description:
Following a turp and during cleaning and inspection of the resectoscope, it was discovered that the ceramic tip on the instrument's end was broken off. An x-ray of the pt showed a foreign body in the bladder. The pt was returned to surgery and the foreign body was removed.